Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. On (B)(6) 2016 - it was found that initially he was able to run both fluoro/gain calibrations but continued troubleshooting. He then reported that the calibration would show "working" but would take a very short shot and the resulting image was very grainy. No failure messages were displayed. He also noted that when attempting to select the calibration buttons in on the mobile view station (mvs) the button itself was white and the same color as the background as opposed to its usual peach/beige color. He said he would continue troubleshooting and would pull the logs from the system. On (B)(6) 2016 - imaging system goes in to e-stop by itself without user action. Repair 2 moles pin connections to e-stop nc switch at front panel to resolve problem with imaging system going in to e-stop intermittently. Reload software to resolve rad/fluoro gain calibration not completing. All ok after testing. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was unable to pass the rad/fluoro gain calibrations. It was reported that after starting the calibration, the system would take an exposure, but not advance past the yellow 'working' task. The system remained in this state for longer than 6 minutes. There was no patient present when this issue was identified.